Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of over 700mg/dl. The customer also reported being treated with insulin drip. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further info was provided.